Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the helm handle bars due to the "cart drive has been disabled" message. The system was tested and verified as ready for use. The handlebar unit involved with this complaint has been returned for evaluation. However, the failure analysis investigation has yet to be completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer converted to another psc after the start of the procedure due to a non-recoverable error. Even though it was suggested using psc in manual mode to dock and undock, the customer elected to convert to another psc. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, at the start of case, the customer had a message stating the patient side cart (psc) handle drives had been disabled. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the live logs and found the handlebar was failing on the x and y axis during the power on self-test (post). The tse recommended verifying that nothing was contacting or hanging from the psc handlebars and the customer stated no issues. The tse had the customer verify handlebars are not against wall and the customer stated it wasn't. Prior to the call, the customer power cycled system with no change. The tse walked the customer through a hard power cycle and there was no change. The tse walked customer through exercising handle bars and there was still no change. The tse suggested looking for damage or misalignment of handlebars and the customer stated that no issue was identified. The tse then suggested using the psc in manual mode to dock and undock, but the customer elected to convert to another psc. Isi followed up with the initial reporter and obtained the following additional information: it was confirmed that this occurred during a sleeve gastrectomy procedure on (B)(6) 2022. The nurse said that they were able to move and dock the patient side cart (psc) to the patient. The ports were placed but the instruments were not inserted due to the reported issue and they elected to switch to a different psc. The procedure was completed robotically with the new psc. There was no patient injury just a slight delay in procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3 analysis information can be found in fields h6 and h10 intuitive surgical, inc. (Isi) received the helm handle bars involved with this complaint and completed the device evaluation. Failure analysis investigation was able to reproduce and verify the reported failure of an error 23085 via logs. The handlebar was installed on the in house system and ran the diagnostic test engineering (dte) application. The handlebar failed the hyper-terminal & dte handlebar test but passed the deadman switch. The system was rebooted in normal mode and the fault "cart drive handlebar stuck" was displayed on start up. As a fix for the reported problem, both the left and right load cells will be replaced and the unit will be upgraded to the latest revision.